Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was reading inaccurately high compared to her feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm the date the alleged inaccuracy issue began, but stated it was between 7¿8pm when she obtained blood glucose results of ¿200 and 300 mg/dl¿ using the subject device, which she felt were elevated compared to her feelings and/or usual results. The patient stated that she manages her diabetes using pills and insulin (self-adjusts the dose) and she reportedly increased her dose in response to the readings obtained. The patient stated that shortly afterwards she experienced symptoms of ¿sweaty, dizzy, everything is blurry¿ and reportedly self-treated by consuming orange juice. The patient reported that her blood glucose reading went down to ¿50 mg/dl¿ then back up to ¿130 mg/dl¿ after she had treated herself with orange juice. At the time of troubleshooting, the csr confirmed that the test strips had been stored correctly and within expiry, but was unable to confirm if the meter unit of measure was set correctly at time of testing. The csr noted that the patient did not have any control solution. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.